Event description:
The caller alleged discrepant results when compared with lab results. The results are as follows: date: 2008; inratio: 7.5; lab: 1.1. The caller also repeated the test with the inratio meters. The results are as follows: 1.2, 8.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 7.5; lab: 1.1; mean: 4.3; confident limits: 2.5-6.5. As per internal procedure, the inratio and lab values are not within the confident limits. The product will be investigated. The pt also repeated the test with the meter by using sample drop and blood from microsafe tubes. The results are as follows: 1.2, 8.2 average: 4.7. Stdev: 4.95. %cv: 105.31. As per internal procedure, the %cv is greater than 20%, the criterion is not met, the product will be investigated. It is user technical error. The blood from microsafe tubes cannot be used for testing.